Event description:
The customer reported that there was a kv on in error message after 35 minutes of fluoro. This error may cause the system to shut down uncommanded. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the footswitch, and cleaned and regreased the high voltage candlestick connectors. The system operates as intended.